Event description:
A user facility reported to olympus the lamp on evis exera iii xenon light source was dimmer than usual. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Upon inspection and testing of the device by a field service engineer on site, the field service engineer discovered the xenon bulb was burnt out. The front panel indicated that the light source was using the spare lamp. The field service engineer educated the customer on how to replace the zenon bulb and to reset the hour counter. The customer later reported the device was not used on patients while the bulb was burnt out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, root causes and occurrence cause of failure could not be identified. Olympus will continue to monitor field performance for this device.